Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 41 (patient temperature sensor failure) and then it didn't power up after restart. The autopulse platform was used and placed on hard surface when the ua41 error message and power issue occurred. Per reporter, the autopulse platform was used in an air ambulance (medical helicopter), and it was loaded inside the helicopter during the day and stored in the hospital at night. No patient involvement.

Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial #(B)(6)) displayed "fault 41" (patient temperature sensor failure) error message was confirmed in the archive data but not during functional testing. The customer reported fault 41 was not reproduced during the functional testing. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The secondary reported complaint that the autopulse platform didn't power up after restart was not confirmed during functional testing. The autopulse platform powers on properly. Upon visual inspection, no physical damage was observed on the autopulse paltform. During further inspection, unrelated to the reported complaint, a sticky clutch plate was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The archive data indicated fault 41 errors; thus, confirming the customer reported complaint. Also observed in the archive, ua 07(discrepancy between load 1 and load 2 too large), ua 02 (compression tracking error) and ua 20 (position out of range) errors. The observed error messages are unrelated to the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, ua 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, ua 20 error message alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, the operator needs to pull up the lifeband until the chest bands are fully extended to clear the error message. This action will move the driveshaft to its home position. Load cell characterization confirmed that load cell module 1 was defective (over-reporting), this caused the ua 07 observed in the archive, unrelated to the reported complaint. The defective load cell was likely due to a failed component and/or mishandling such as a drop. The load cell module 1 needs to be replaced to address the ua07. The autopulse platform was manufactured in december 2014 and is over 8 years old, past the expected serviceable life of 5 years. The autopulse platform passed the preliminary functional testing without any error or fault. The customer reported fault 41 was not reproduced during the functional testing. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Zoll is waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a fault 41 (patient temperature sensor failure) and then it didn't power up after restart. The autopulse platform was used and placed on hard surface when the fault 41 error message and power issue occurred. Per reporter, the autopulse platform was used in an air ambulance (medical helicopter), and it was loaded inside the helicopter during the day and stored in the hospital at night. No patient involvement.